Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced defective/damaged tubing clamps. Product defect was noted during use. The following information was provided by the initial reporter: after the injection in the CT room, the small clip could not be clamped, and the patient had backblood squirted out. 2020-09-04 received the update of the sales representative: 1. There was operator blood exposure. 2. The clamp cannot be clamped. 3. The blood return was at the straight port of the y-shaped port, because the heparin was unscrewed to inject the medicine.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8358925. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced defective/damaged tubing clamps. Product defect was noted during use. The following information was provided by the initial reporter: after the injection in the CT room, the small clip could not be clamped, and the patient had back-blood squirted out. On (B)(6) 2020 received the update of the sales representative: there was operator blood exposure, the clamp cannot be clamped, the blood return was at the straight port of the y-shaped port, because the heparin was unscrewed to inject the medicine.